Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical services(gts) regarding assistance with a check patient line alarm during drain 3 of 4 on the homechoice machine(hc). The home patient stated there was air in the patient line. The technical service representative(tsr) assisted the home patient(hp) to end therapy. The tsr advised the hp to contact their nurse. The hp was contacted on (B)(6) 2011. The hp stated he was not sure how air got in to the patient line. The hp stated that after starting over with new supplies no further issues were found. The hp stated that he did not have any adverse reactions or need any medical intervention. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report of a check patient line alarm was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.